Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump resets, shut down and reboot periodically. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. Customer reported that the insulin pump had louder during rewind, screen was hard to see in bright sunlight, rainbow effect and screen darkening. Customer also reported that the insulin pump had crack in the plastic at the corner of screen crack in plastic around battery compartment opening. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test rewind and displacement test. No unexpected rewind or louder anomalies noted. No unexpected battery out limit alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. No unexpected rainbow screen anomalies noted. Device received with cracked battery tube threads.